Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used on covid patient, then three days later, the patient turned to supine and respiratory therapist noticed there was an air leak. After attempting to reinflate the device but it was determined that device's cuff was blown. The physician had difficulty exchanging tube using boujee, so the patient was extubated and reintubated. Bronched after and removed several mucous plugs.